Event description:
It was reported that customer experienced cartridge alarm 30 on insulin pump and had previously experienced other cartridge alarms with consecutive cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary while tandem technical support arranged a replacement pump.